Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter serial number was returned and tested with retained test strips. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported of 183 mg/dl was found in the meter's memory.

Event description:
A customer's family member reported as a result of getting high readings on their freestyle freedom lite meter, the customer experienced a hypoglycemic episode. The customer reportedly obtained a reading of 183mg/dl at 4pm, took insulin with food and two hours later obtained a reading of 150mg/dl that were higher when compared to a reading of 42 mg/dl obtained 15 minutes later on paramedic's meter of unknown brand. The customer reportedly experienced diaphoresis, disorientation, "wasn't herself, kept going to sleep, did not make sense when she spoke" when the paramedics arrived and administered glucagon and "glucose through IV. " the customer also ate food to counteract the event. There was no report of death or permanent impairment associated with this medical event.